Manufacturer narrative:
No conclusion can be drawn. The cause for the reported tool breakage could not be determined because the tools were not returned for analysis. However, the motor and attachment used with the tools were both returned and evaluated. The motor was evaluated, and no issues that would be likely to contribute to tool breakage were found. Engineering analysis of the as08 attachment found that all the bearings in the attachment were detached, and the inner race and ball bearings were missing. The likely cause of the missing bearing components is inadequate preventative maintenance. The attachment was used beyond the functional life of the bearings. It is possible that the condition of the attachment contributed to the tool failure. The user manual contains the following warning ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing, or damaged.¿ additional warning indicates ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The returned attachment has been in use for approximately 28 months with no record of factory service during this period. We will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two dissecting tools broke during a single craniotomy procedure while drilling a pilot hole. In addition, a piece of one of the broken tools stuck in the dura. Initial information indicated the broken piece was removed without difficulty and the procedure was completed with another tool. There was no other patient impact and no significant delay to the procedure. On follow up with the facility it was reported the surgeon opted to perform an unplanned x-ray during the initial surgery to determine if any tool pieces were remaining within the patient. One piece of a tool was found due to the x-ray and removed. Additional patient information was requested but was not provided. The tools were requested to be returned, however, it was confirmed the tool pieces were held by risk management at the hospital and were not returned. The attachment and the motor used during the procedure were returned for testing. Information received on medwatch report # mw5062975 provided the lot number of the tools and indicated ¿during craniotomy procedure, wire passer tip broke off from midas rex pneumatic drill on pt¿s right side of skull. A second drill bit was obtained and it too broke off at the tip. Flew across operating room away from the surgical field.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.